Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium become disconnected when the dilator was pilled out from the sheath. This led to the sheath pulling air from the back end; however, no air entered the patient¿s body. About 1 cc of blood was observed leaking back from the valve. Patient¿s hemodynamics was not compromised, and no interventions were required. The sheath was replaced, and the issue resolved. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001481 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).